Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore the lifevest equipment. Patient described the area as open skin irritation. There was no alleged device malfunction contributing to the irritation. The patient¿s hospice nurse removed the lifevest to give the patient relief from the irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.